Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. This occurred before patient use. The device was filled with deferoxamine 2900mg in 53ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured april 11, 2016 ¿ april 12, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified liquid inside the bag containing the device. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.